Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. An issue related to the device's blower was observed. The device's blower motor needs replaced to address the issue. The blower was returned to the manufacturer's product investigation laboratory and foreign black substance was observed.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue. An issue related to the device's blower was observed. The device's blower motor needs replaced to address the issue.